Event description:
A programming history review was performed which found that a faulted system diagnostic test occurred on (B)(6) 2007 which changed the patient's settings. A final interrogation was not performed and the patient's settings were not adjusted within the same visit. Upon initial interrogation on the following visit, (B)(6) 2007, the faulted settings were seen and adjusted.

Manufacturer narrative:
Analysis of programming history.